Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that both the a/b valve and the reagent shear valve were malfunctioning which caused the leak. The fse replaced both the a/b and the reagent shear valves which resolved the issue. The bec internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was fluid which had leaked from the bottom of reagent probes a and b of the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.